Manufacturer narrative:
No alarms were noted. The pump passed the self test, error test and displacement test. No button error alarm was noted. All buttons functioned properly. However, the pump had corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a button error alarm and when he took the battery out and put it back in, he received an unexpected restart alarm. Customer's blood glucose was 150 mg/dl. Customer stated that a temp basal was programmed before the unexpected restart alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer reported that the pump was in his pocket and it started vibrating. Customer took the pump out and noticed the button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.